Event description:
It was reported during generator change out that the atrial lead was discovered to have dislodged. The lead was explanted and successfully replaced. There were no patient consequences.